Event description:
It was reported that a pump alarms for downstream occlusion as soon as the run button is pressed. The customer stated there was no patient involvement and the problem was discovered in the emergency room care area.

Manufacturer narrative:
MFR ref number: (B)(4). The device was returned to baxter and an eval was performed. The unit was received inoperable per reported symptom of constantly alarming for a downstream occlusion caused by failed downstream sensor. The downstream sensor will be replaced.